Event description:
It was reported that the front panel of the high flow insufflation unit experienced intermittent power issues. The issue occurred during preparation for use for a therapeutic, laparoscopic inguinal hernia repair procedure. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation, and the customer's reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the issue occurred due to a failure of the power unit. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.